Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va11p6v, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported the lead was related to the event. As a result, the lead was explanted and discarded on (B)(6) 2016.

Manufacturer narrative:
The bleeding issue was later redacted.

Event description:
Additional information received from a healthcare provider for a clinical study reported the device was originally implanted on (B)(6) 2016 with a lot number of va11p6v. The bleeding issue was later redacted.

Manufacturer narrative:
.

Event description:
The healthcare provider for a clinical study reported there was a significant amount of pain from right lead to midline gluteal cleft. The patient was hypersensitive and had difficulty walking. Bleeding from left buttock incision required a dressing change. No diagnostic tests reported. As a result of the event, there was in-patient hospitalization and an emergency room visit. As a result the neurostimulator was explanted and discarded on (B)(6) 2016. The event was related to the procedure and resolved without sequelae the day of explant.